Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and dislodgement occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, during advancing, the stent strut was deformed by the lesion. Subsequently, the stent dislodged due to the calcification and was removed by snaring. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be bunched and lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and dislodgement occurred. The (B)(4) stenosed target lesion was located in the calcified mid left anterior descending artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, during advancing, the stent strut was deformed by the lesion. Subsequently, the stent dislodged due to the calcification and was removed by snaring. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage and dislodgement occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, during advancing, the stent strut was deformed by the lesion. Subsequently, the stent dislodged due to the calcification and was removed by snaring. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. It was further reported that the correct event was stent damage due to calcification and that there was no stent migration or snaring. The device was removed intact.

Manufacturer narrative:
Device is a combination product. H6 patient codes corrected from no code available 3191 to no consequence or impact to patient (B)(4). A synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be bunched and lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.